Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02153. The patient received two percutaneous leads from separate lots as part of her scs system. The patient underwent a procedure for an ipg replacement (reference MFR report: 1627487-2013-02151). It was reported after the ipg was replaced, the scs system was turned on and intraoperative impedance readings were high for all lead contacts. Follow-up identified the patient's leads remain implanted and surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.